Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Examination of the patient's right ventricular lead was found to have exhibited high impedance and signal artifact. The rv lead was surgically revised and replaced on (B)(6) 2023. No adverse consequences were reported.